Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2019-00308. During an incessant atrial tachycardia procedure, a pericardial effusion occurred. Three non-abbott diagnostic catheters were placed in the coronary sinus, his bundle , and the right ventricle. Mapping was completed and transseptal was going to be performed. During preparation for transseptal the patient went into atrial fibrillation resulting in hypotension. An ice catheter revealed fluid in the pericardium. Heparin was reversed and the procedure was cancelled. The patient is in stable condition. There were no performance issues with any abbott device.